Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/10/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the motor cover, encoder cover and the battery compartment were damaged. The battery partition was also missing. The physical damages found during visual inspection are unrelated to the customer's reported complaint of the platform displaying a user advisory (ua) 28 (loss of clutch connectivity) message. A review of the platform's archive data was performed and found one occurrence of ua 28 on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. The reported ua 28 was also duplicated during functional testing of the returned platform. The platform displayed a ua 28 message on the first compression. Further investigation determined that the power distribution board (pdb) was defective. Based on the investigation, the parts identified for replacement were the pdb, motor cover, encoder cover, battery compartment and battery partition cover. In summary, the customer's reported complaint of the platform displaying a ua 28 message was confirmed through review of the platform's archive data and was also replicated during functional testing. The root cause was determined to be a defective pdb. The physical damages found during visual inspection are unrelated to the reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform successfully passed all final functional testing.

Event description:
It was reported that during a shift check, the autopulse platform displayed a fault 28 (loss of clutch connectivity) message upon power on. No patient involvement was reported. No further information was provided.